Manufacturer narrative:
(B)(4). Date sent 5/19/2025. D4 batch #163d46- 2255, corrected data d4: UDI#. Investigation summary the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage and no anvil present. The washer was not received and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed in a test anvil. The device was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reach on the cause of the reported event, it should be noted that when removing the open device, rotate it 90° in both directions, taking care to minimize movement of the distal tip. This ensures tissue release. Carefully remove the device while simultaneously rotating it. To inspect the donuts, remove the anvil, washer, and donuts from inside the circular blade. Please reference the instructions for use for additional information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 163d46- 2255, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent 4/30/2025 d4 batch # unk h6: health effect ¿ clinical code gastrointestinal system (e10). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how was the mucosal tear identified? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colostomy take down that after placing and firing the device the green check mark was shown. Device had good donuts. Upon removal there was a mucosae tear in the anastomosis. The tear was repaired by suturing the area but gave the patient a temporary colostomy to return in 3-6 months to attempt reversal again.

Manufacturer narrative:
(B)(4). Date sent 5/14/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 5/2/2025 additional information was requested, and the following was obtained: how was the mucosal tear identified? Visual what were the indications for surgery?colostomy takedown did the patient receive any preoperative chemotherapy or radiation?no were there any issues experienced with the device in the initial surgical procedure?no what healthcare professional fired the device and what is his/her experience with the device?dr. H, extensive experience where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)?middle did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes were there any issues with device during use/firing? No what confirmation was received that the device completed the firing sequence?crunch then green check mark was the green checkmark visible at the end of the firing? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device?2 was there any difficulty removing the device?yes was a complete transection of the white breakaway washer visually confirmed?yes were the donuts inspected? If so, please describe.good doughnuts were there any issues noted with staple formation? If so, please describe the shape and location.no does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition?did not blame device said tissue was possibly thickened due to prior hartman¿s procedure.